Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No products was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record for the unknown guide wire cannot be performed due to missing product identification (ref and lot). Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- znn¿, cmn lag screw, ø 10.5 mm, 95 mm including set screw, item# 47-2485-095-10, lot# 3112405. Report source ¿ foreign ¿ canada. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00068. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon experienced resistance when attempting to slide the lag screw over the guidewire. The guide wire was pushed into patient's pelvis, but a CT scan completed the day after surgery did not reveal any abdominal or pelvic injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.